Manufacturer narrative:
The recipient's site has reportedly healed. The recipient has resumed device use.

Event description:
The recipient reportedly experienced a skin flap infection and irritation at the implant site from headpiece use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing a displaced internal magnet. On (B)(6) 2017, the recipient was prescribed an antibiotic for 2 weeks and a topical medication. The recipient has ceased device use for 2 weeks.